Manufacturer narrative:
(B) (4).

Event description:
The patient turns his neurostimulators (ins) off at night time. He went to turn them back on in the morning and the right ins would not turn on. He was not able to adjust stimulation. A new battery was used in the patient programmer with no effect. The patient programmer passed the self test. Only the 9v light came on. Additional information has been requested.